Manufacturer narrative:
Concomitant medical products: product ID 3889, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): a patient with an external neurostimulator (ens) for trial stimulation reported that the incision site became infection and that his healthcare provider (hcp) sent in a prescription for the infection. No device malfunctions were reported and patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.